Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there were no depth markers on temporary pacing electrode with item code 007153p, on a colleagues demo pack of the same item code there was depth markers on her item code so believed there should be depth markers for safety when placing the wires.